Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, implanted with a non boston scientific right ventricular (rv) lead, had delivered one burst of inappropriate anti-tachycardia pacing (atp). 10 ventricular events were stored over four days and contained oversensed noise. Rv pace and shock impedances were stable and within normal limits. It was noted that the rv lead was implanted in (B)(6) 2012. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that this crt-d was explanted and downgraded to a cardiac resynchronization therapy pacemaker (crt-p), and the non-boston scientific rv lead was surgically abandoned and replaced due known noise. It was noted that the patient's ejection fraction (ef) had covered to 55-60%, and the physician felt the best course of action was to place a new pacing lead and downgrade to a crt-p system. The rv lead was observed under fluoroscopy, as well as visually after removing the crt-d, and there was no visible lead integrity concern. No pacing inhibition was reported. No adverse patient effects were reported. The crt-d was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, implanted with a non boston scientific right ventricular (rv) lead, had delivered one burst of inappropriate anti-tachycardia pacing (atp). 10 ventricular events were stored over four days and contained oversensed noise. Rv pace and shock impedances were stable and within normal limits. It was noted that the rv lead was implanted in 2012. This crt-d system remains in service. No adverse patient effects were reported.